Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker, scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed, insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The blood glucose reading was 109mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.